Event description:
Failure/fracture of stryker yukon posterior cervical pedicle screws at t1 pedicle a few months after surgery and during revision surgery, one of the new screws being placed at c2 pedicle for revision surgery fractured during insertion. Reference report: mw5117301.